Manufacturer narrative:
The device history record (DHR) for the reported lot was reviewed and it did not indicate there were any issues with the output of production associated with this complaint. Tensile testing on the cable was performed during in-process inspection for this lot as documented in the DHR. The device was returned to a&e medical and investigated. The investigation found that the cable ends did not break as a result of the tensioning process of the cable (they did not break clean through during the surgery); they were cut and the other ends with the leader portion of the cable were discarded before the customer returned the medical device. We know this because the portion with the leader was not returned, and the cable did not show any signs of elongation, which would have to occur with the way the strands are woven. Furthermore, the two portions of the cable were within 0.25" of each other in length, and the probability of both portions breaking at the same time could not occur with how the device is tensioned. It was observed that the portions of the cable that are broken are barbed and unelongated. Therefore, it is likely that that the cable was damaged by the user due to contact with a sharp blade edge or something similar during the procedure. Given that the investigation did not indicate the device was defective, and the low occurrence rate for this event, no further action is required at this time and a&e will continue to monitor for similar concerns.

Event description:
The cable of the thorecon ladder cable plate kit reportedly broke during surgery. A new implant was successfully placed resulting in an 8 minute delay to the procedure. It was reported that the surgical technique guide was not used during the procedure.

Manufacturer narrative:
A review of the complaint history for the thorecon product line shows that there have been no prior complaints regarding the cable breaking during surgery. Furthermore, no patient injury was reported, and the surgeon was able to place a new implant. The DHR for the reported lot was reviewed and it does not indicate there were any issues with the output of production associated with this complaint. The returned device was recently received, and an evaluation will be conducted. A closure report will be submitted once investigation is complete.

Event description:
The cable of the thorecon ladder cable plate kit reportedly broke during surgery. A new implant was successfully placed resulting in an 8 minute delay to the procedure. It was reported the surgical technique guide was not used during the procedure.